Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during the implant procedure, the physician could not advance the stylet in the atrial lead. A different stylet was used with the same result. The lead was no longer used and successfully replaced. The patient was in stable condition.

Manufacturer narrative:
Analysis was normal. No anomalies were found. The cause of the reported event was isolated to body fluid found inside the inner coil.